Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the scb45 was used. There was leakage from lober bronchus. Another device was used to complete the case. The device was discarded.